Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/02/2015 for investigation. Investigation results as follows: visual inspection results: visual inspection of the returned platform was performed and found that the bottom enclosure was damaged. The physical damage found during visual inspection is unrelated to the reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message. Archive data results: a review of the platform's archive data was performed and found one occurrence of a system error code 139 (system error, out of service, revert to manual CPR) on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional testing results: the reported "system error" message was also duplicated when the returned platform was turned on for functional testing. Further investigation found that the processor board was defective. Based on the investigation, the parts identified for replacement were the processor board and the bottom enclosure. In summary, the customer's reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message was confirmed during review of the platform's archive data and was also replicated upon functional testing. The root cause of the "system error" message was determined to be a defective processor board. The physical damage found during visual inspection is unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing.

Event description:
On october 20, 2015 the customer reported that their autopulse platform stopped working while being used on a patient. The platform displayed a system error (out of service, begin manual CPR). On november 5, 2015 additional information was provided from the customer. It was reported that the customer was unable to clear the system error, on the day of the event and the crew had to revert to manual CPR until the arrival at the hospital. The exact time frame is unknown. The customer reported that rosc (return of spontaneous circulation) was never achieved. The patient expired at the hospital. The cause of death is unknown. It is unknown if the autopulse platform was related to the patient's death. No additional information was provided.